Event description:
I smelled a burning smell from my asv (CPAP) machine & was having a hard time breathing. When I switched the heated tube out for a new one, the smell went away (until that one began smelling about 1.5 months later). Note that around this time I began seeing a drop in night time oxygen levels with my fitbit, as well as morning oxygen levels with my finger oxymeter. I do not know whether the smell and the decrease in oxygen are related. Ref report: mw5154735.